Event description:
It was reported that the patient had low impedance and was referred for surgery. The patient's generator was programmed off. Information was received that the patient has been seizure free for a long time and won't have surgery at this time for the issue. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.